Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it never worked. The device remained implanted and the patient wasn't iinterested in doing anything about it. The patient was indicated for urinary dysfunction. No further information was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.